Manufacturer narrative:
Initial and final (B)(4) device 5 of 5. H. Device manufacturers only (h11).

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced 5 catheters detachment event on (B)(6) 2024. No further information available.